Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our supplier for their investigation and comments. According to their investigation, production records of the concerned material/batch were reviewed and no documentation indicating the deviation was observed. The complaint cannot be determined.

Event description:
Customer states some sbc sets were pulling a lot of air when they were trying to collect blood.